Manufacturer narrative:
An event of a guidewire-like material remaining in the pulmonary artery was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported device detachment could not be conclusively determined.

Event description:
During a diagnostic procedure a piece of guidewire-like material detached and remained in the patient. Following the procedure a fragment was noted on an x-ray image in the patient's left pulmonary artery. Secondary surgery is not planned to retrieve the detached portion of the device.